Manufacturer narrative:
The handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: switched out system and handpiece. The nurse reported the phaco handpiece would not tune. Add'l info received from the nurse stated the handpiece would not tune. The nurse switched out the handpiece and tuned it. The nurse stated that during the case a system message displayed. The handpiece tip was tightened, but that did not clear the system message. The system and handpiece were switched out. The case was completed. The nurse checked the system and handpiece after the case and determined the handpiece was not working well. No pt injury was reported.